Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast prosthesis implantation surgery with two 450cc mentor memorygel breast implants. Post-operatively, the patient suffered left breast implant rupture and bilateral breast capsular contractures (baker grade iii). As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2024. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On november 5, 2024, the mentor failure analysis lab received the device for evaluation. On november 8, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the gel mod-rnd 450cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On november 26, 2024, mentor became aware that the patient actually underwent left breast implant revision surgery on (B)(6)2007, when the returned device (lot 5764798) was implanted and is now the left side suspect medical device that ruptured. This medwatch form is for the right breast prosthesis.